Manufacturer narrative:
Retainer ring=black customer complained on 09/29/2021 the insulin pump alarmed insulin flow blocked. Device passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Device successfully downloaded to thump. Confirmed pump alarmed 5 insulin flow blocked alarms on (B)(6) 2021 between 22:45:18.000 and 07:27:37.000 in pump downloaded history. Found moisture damage to motor assembly, electric board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay and cracked case above the arrow and battery cap icon. The p-cap/reservoir does lock properly. No unexpected insulin flow blocked alarms noted during testing and confirmed pump alarmed 5 insulin flow blocked alarms on (B)(6) 2021 between 22:45:18.000 and 07:27:37.000 in pump downloaded history. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarmed insulin flow block. It was reported that customer had tried different cannula length. It was reported that insulin was being mixed. Tubing was not bent or kinked. Customer reported that they had tried all remedies. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.